Event description:
It was reported that the patient had been hospitalized with high blood glucose levels. The patient reports having a communication error from their controller while trying to activate 3 pods previously reported. The patient reports they had been vomiting as well as having nausea and dehydration. The patient reports by the time they had found their back up insulin pens for treatment they had to go to the hospital due to high blood glucose levels. Once at the hospital the patient was treated with intravenous fluids. The patient was released from the hospital after 5 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose. No lot release records were reviewed, as the product lot number was not provided.